Event description:
A malfunction was reported on the pump, identified by a specific malfunction code. There was no adverse impact on the customer¿s blood glucose level. The customer planned to reset the pump using instructions found online and was informed by technical support that a charger was necessary for the reset. The customer understood and acknowledged this information, and further assistance was offered if needed.